Manufacturer narrative:
Weight, ethnicity, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vticm5_12.1 implantable collamer lens, -7.5/+1.0/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault and significant reduction of irido-corneal angles (ica). The surgeon reported "von henrick 2/3 (temporal) and 1/4 (nasal), angle open, pigments on the icl surface 3+." The problem was resolved with the exchange. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. (B)(4).